Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a other (unusual issue) issue; "alarm no injection." This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/10/2016 with the following findings: review of the pump download revealed that there was no activity related to the complaint observed in pump histories. On investigation, the pump was exercised for 24 hours without any issues. Investigation did not duplicate or verify reported issue and the pump was determined to be operating as intended within the required specifications and without malfunction. (B)(4)